Event description:
It was reported that during an ileus procedure, the tissue pad melted and it moved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/31/08. Info anticipated, but unavailable at this time.